Event description:
New information noted that intermittent ventricular undersensing was noted on (B)(6) 2019. Programming changes were discussed. No additional information was reported.

Event description:
New information noted that the physician decided to continue to monitor the patient. No intervention was preformed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted undersensing causing inappropriate pause episode due to loss of contact on the implantable cardiac monitor. The patient was stable.